Event description:
Arjo was informed about the event related to the enterprise 8000x bed. The customer reported that the backrest moved by itself. There was no indication of patient involvement. No injury was reported. An arjo technician inspected the bed and confirmed the customer's allegation. It was found that the acp (attendant control panel) button was faulty due to physical damage. The faulty button occasionally activated unintentionally, causing the backrest to move.

Manufacturer narrative:
Acp panel is located on the side rail panel. An intermittently working button might have been caused by the external impact originating from the collisions with objects. This is in line with side rail condition as the technician stated that the panel looked like it has been scratched against wall or door frame. The acp panel was replaced. The device was tested, after replacement, the bed operated correctly. The instructions for use for enterprise 8000x bed (746-585-UK-05) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly" ¿ weekly. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents." Additionally, the IFU also contains a warning: "when the bed is operated, make sure thatobstacles such as bedside furniture do not restrict its movement." In summary, the review of complaints and device inspection results indicates that the control panel button failure (intermittently working button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related excessive external force used originating from the collisions with objects. This is in line with the condition of the side rail panel reported by the technician. Arjo device failed to meet its performance specification since the damaged acp panel caused an intermittent unintended movement. There was no indication of patient involvement at the time of the event. The complaint was decided to be reportable due to the indication of an unintended bed movement. The UDI number is not available as the device was manufactured before UDI implementation.